Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2020. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. The patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.